Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with the retention meter using liquid qc of a high level in comparison to re-calibrated master lot on internal reference meter. Testing results: qc 1: 2.8 inr , qc 2: 2.8 inr , qc 3: 2.8 inr. The obtained qc results were in the allowed range. No error messages occurred during the investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter questioned inr results from coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin cl plus laboratory method. Of the data provided for 9 comparisons from (B)(6) 2018 through (B)(6) 2019, the results for 3 comparisons were discrepant. On (B)(6) 2018 the customer had a laboratory result of 2.5 inr. The result from the meter was 3.5 inr. On (B)(6) 2018 the customer had a laboratory result of 3.3 inr. The result from the meter was 4.5 inr. On (B)(6) 2019 the customer had a laboratory result of 2.4 inr. The result from the meter was 3.2 inr. The time frame between the meter and the laboratory was 3 hours. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.